Event description:
(B) (4). It was reported that during a nephrostomy procedure using a flexima drainage catheter, the catheter violated the pleural cavity. In (B) (6) 2010, the patient underwent a cat scan-guided bilateral nephrostomy procedure. Dilatation of the tract was performed and 10 french pigtail bilateral nephrostomy tubes were placed. Six days later the patient was taken to interventional radiology for evaluation of the right nephrostomy tube due to poor drainage. Upon fluoroscopy and injection of contrast, interventional radiology noted a filling of the peritoneal cavity and mediastinal soft tissue requiring removal of the catheter. The right-sided catheter was replaced with an unspecified 8 french catheter. Review of the cat scan images showed the initial catheter had violated the pleural space. Per the site, "the feel was that the catheter was placed improperly". It was reported that there was no harm to the patient, who tolerated the procedure well and was transferred back to the oncology unit. The patient was discharged 9 days later.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).